Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "pc tear" (capsular bag tear, posterior). Product problem(s): "poor actuation of cutter" (failure to cut). The customer reported that actuation of inner cutter was poor during the procedure. The problem was solved after replacing product with another one. No pt impact was reported during this event. The pt had an (unreported) preexisting pc tear during prior cataract extraction. Additional info was requested.